Manufacturer narrative:
Additional information: the patient's age was reported as the "late seventies". Upon follow up it was reported the cause of death was due to "senility". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the device was received for evaluation. The homechoice device underwent sample analysis and the device was found to meet specifications. One hour simulated therapy was performed and the therapy completed without issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event; therefore, the homechoice device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient passed away while connected to a homechoice device during drain 5 of 5. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.